Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the pump was frozen at the verify screen after changing the battery. It was noted that the keypad buttons were unresponsive after the battery was changed. The reporter stated that there was moisture as well as a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/19/2013 with the following findings: the keypad cover was found to be peeling off near the up arrow button. The complaint of the unresponsive keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.